Event description:
It was reported that the iabp triggered from EKG to arterial pulsation and started to double trigger and inflate on systole and inflate diastole resulting in cardiac arrest requiring to return on cardiac bypass then va ECMO.

Manufacturer narrative:
Qn# (B)(4). This complaint was received via medwatch (B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of double triggering is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the iabp triggered from EKG to arterial pulsation and started to double trigger and inflate on systole and inflate diastole resulting in cardiac arrest requiring to return on cardiac bypass then va ECMO.